Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon was noted to be "defective". Requests for add'l info from the user facility regarding this complaint have been unsuccessful.